Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter phone #: unknown. Device manufacture date: unknown. Investigation summary: one sample was received. The sample came out of the packaging flow wrap. It has the plunger rod-rubber stopper, tip cap, and saline solution. It is missing the barrel label. This would have occurred due to an issue with the labeling machine and was missed by personnel. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review could not be completed as no batch number was provided. Investigation conclusion: a device history record review could not be completed as no batch number was provided. Root cause description: this would have occurred due to an issue with the labeling machine and was missed by personnel.

Event description:
It was reported that the label was missing with a 5 ml bd posiflush¿ sp pre-filled flush syringe nacl 0.9%. The following information was provided by the initial reporter: no sticker.